Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the t.w. Power supply stopped working. It failed to deliver energy. Changed out to another power supply to complete the case. No patient effects.

Event description:
N/a

Manufacturer narrative:
(B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : device not returned.